Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose reading. Customer's husband attempted to treat her with glucagon injection, but the plunger malfunctioned. Customer went into the bathroom and fell and split her head. Her husband called to paramedics who treated the low and transported her to the hospital for stitches. Customer stated that the cause of the low blood glucose event was not due to the insulin pump. Nothing further reported.